Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 307 in the logs pointing to patient side cart (psc) common compute controller (ccc). The fse replaced the ccc to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that errors 31089 and 307 occurred pointing patient side cart (psc) common compute controller (ccc) communication issues. There was no report of patient involvement.